Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, cough and sinus infections. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of tobacco/nicotine odor with dirt/dust, tobacco/nicotine contaminates in the fresh air intake (filter location) and in the sd card slot of the device. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of dirt/dust and tobacco/nicotine contamination on the inside of the top enclosure, on the front panel in the blower motor and on the inside of the bottom enclosure. The manufacturer also found the front right enclosures screw boss is fractured. The manufacturer found no evidence of sound abatement foam degradation. No humidifier was returned with the device. The manufacturer confirmed that the humidifier heater plate heats by using pil humidifier (h14392158de9d). The device's downloaded event log was reviewed by the manufacturer and found three e-130 and one e-200 on the error log. The manufacturer concludes the contaminates found were consistent with tobacco/nicotine odor with dirt/dust, tobacco/nicotine contaminates in the fresh air intake (filter location) and in the sd card slot of the device, dirt/dust and tobacco/nicotine contamination on the inside of the top enclosure, on the front panel in the blower motor and on the inside of the bottom enclosure. The manufacturer confirmed there was no evidence of sound abatement foam degradation.